Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported not being able to charge their pump due to a faulty usb cable. Customer's blood glucose level was not impacted by the event. Customer received a replacement usb cable.